Event description:
During a paroxysmal atrial fibrillation ablation, a farawave and faradrive were selected for use. During procedure, it was noted that catheter had one petal which looked slightly bent, the tech proceeded to use it, after half the case the catheter began to bunch and create error messages. It was tried to manually repair the catheter with no success. It was decided to replace the catheter, and it was noticed that the tip of the sheath was damaged, making insertion and retraction challenging. The sheath was replaced, and procedure was completed with no patient complications. The devices are expected to be returned.

Manufacturer narrative:
The returned faradrive was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the damage or misshaped sheath tip seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the damaged sheathcould not be determined.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave and faradrive were selected for use. During procedure, it was noted that catheter had one petal which looked slightly bent, the tech proceeded to use it, after half the case the catheter began to bunch and create error messages. It was tried to manually repair the catheter with no success. It was decided to replace the catheter, and it was noticed that the tip of the sheath was damaged, making insertion and retraction challenging. The sheath was replaced, and procedure was completed with no patient complications. The devices are expected to be returned.